Event description:
It was reported that during generator exchange device interrogation revealed failure to capture on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.